Event description:
On 11/13/24, a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. On (B)(6) 2024, the user experienced severe bg fluctuations after allowing the ilet insulin cartridge to run empty for several hours, resulting in a high bg over 400 mg/dl followed by a low bg below 40 mg/dl. The user did not hear the low alert, and their mother found them agitated and disoriented then lost consciousness, prompting a 911 call. Ems administered a d5 IV drip to revive the user, who regained consciousness within 10 minutes. The user was not hospitalized. During a follow-up, it was noted that the user had recently changed their body weight setting on the device despite no actual weight change, potentially contributing to nighttime lows. Recommendations were provided to ensure insulin levels are checked, the device remains charged and connected, and weight settings are accurate. The user's bg levels returned to range.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.